Event description:
It was reported that a child was walking using the medium pacer gait trainer when a caster came off the pacer gait trainer. The child "sustained injuries" and was taken to the emergency room.

Manufacturer narrative:
Our investigation is ongoing, but because the user facility has supplied so little info we are unable to reach a conclusion at this time. We are actively pursuing additional info.